Event description:
Meter name: ot ultra. Strip name: lifescan ot ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, lightheaded. A patient reported they were unable to test on their meter their meter allegedly had no power. There was no result on their meter. There were no other test or comparisons. Treatment was patient ate candy. No further information has been reported.